Event description:
It was reported that a x-tip guide sleeve separated in a patient's jaw. Further information pertaining to outcome of the event was requested, though none is available as of this report.

Manufacturer narrative:
In this incident there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr. James gutmann) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impariement of a body funtion as evidenced by previous reported events with similar files. This event, therefore, is reportabled per 21cfr part 803. The device was returned for evaluation, though results are not available as of this report. Evaluation results will be submitted as it becomes available.